Event description:
Post permacol insertion pt noticed an increase in her sneezing. Post op she developed a wound sinus from an undissolved suture. She was having these packed. On removal of her dressing one day she noticed the permacol had wound itself up and come out through the sinus. She had further surgery to remove any permacol that was left. Her abdonimal wall had granulated itself with no hernia protrusion and remains the same. The sneezing has stopped since the permacol was rejected.

Manufacturer narrative:
(B)(4).